Event description:
Centaur I/o module not inserting results appropriately. There was no reported patient injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. The I/o module doesn't clear the input buffer properly, which causes messages to fragment.